Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the display screen as cracked and there was moisture observed inside the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/25/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump was returned with moisture in the battery compartment and the leak test failed due to a crack alongside the battery compartment. The pump was opened and no moisture was observed. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the audio bolus button had an intermittent response and contamination was found under the button contact when the cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.